Manufacturer narrative:
Unit received with missing retainer ring, cracked battery tube threads, scratched case and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the transparent ring on the insulin pump's reservoir compartment was broken. Blood glucose level at the time of the incident was not provided. The insulin pump was returned for analysis.